Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 (otu2) meter was reading inaccurately. The medical affairs specialist (mas) listened to the call between the one touch customer advocate and pt to obtain/verify info. The pt uses the otu2 on a regular basis. It is not known what his testing frequency is or what his medication regimen consists of. He uses a one touch ultra (otu) meter as a backup. It is not known when the alleged meter issue began. The same day at 5:55 pm, the pt obtained a result of "142 mg/dl" on the otu2 meter. The pt did not test with the otu meter at that time. Based on the result, the pt medicated himself. It is not known what medication/dosage the pt took. Within 27 minutes, the pt apparently developed symptoms of sweating, and feeling weak, anxious, and nervous. After developing the symptoms, the pt performed back-to-back tests on the otu2 and otu meters. The pt reported blood glucose results of "125, 112, 124, and 136 mg/dl" with the otu2 meter, performed within 10 minutes of each other. Each time the pt tested on the otu2 meter, he also tested on the otu meter. Using the otu meter, the pt reported blood glucose results of "130, 109, and 112 mg/dl" performed within 10 minutes of each other. Based on statistical methodology, the calculated differences of the reported glucose results do not exceed lifescan's criteria for accuracy and precision testing. The pt felt as though the meter was reading inaccurately high compared to his feeling/symptoms. The pt stated that he felt low and like his blood glucose level was in the "90's" mg/dl. The pt denied receiving medical intervention from a healthcare provider. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from his fingers and cleaning the puncture sites correctly. During the time of concern, the pt claimed that he performed a control solution test on the otu2 meter that passed. It is not known if the pt performed a control solution test with the out meter. Both meters, the test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.